Event description:
Additional information was received from the patient via patient letter. Patient called with response letter reference number (B)(4). Patient stated there are 4 questions on the letter but he have no way on how to answer the questions because he is not a doctor. Controller shows ins 100%, controller 100%. Patient stated they are on group c and have 4 programs. Agent assisted patient with navigating the controller to check if they have adaptive stim enable and there is no adaptive stim on group c. Agent reviewed what adaptive stim mean. Patient reiterated when they are laying down at night the intensity changes. Agent reviewed reps role and recommend patient consult with their doctor's office for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that when they programmed the patient he did not have adaptivestim. Patient did not report, intensity was 12-13 when they woke up, to rep directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for quite some time they have noticed that some nights they will sleep like a baby, and when they get up the next morning, they will see their intensity was at 8.5 or something like that. Patient stated that they would just slept like a baby for 5-6 hours and then other nights they would wake up maybe after 2-3 hours and the stimulation would be so hard that it was whistling around their nose and their eyes were dry and their mouth was dry and it was sucking out everything, and they'd see the intensity was at maybe 12 or 13 - so high they couldn't sleep. Patient wondered if there was a way to set a limit to how high a setting could go, like around 10; agent reviewed information and utilization of adaptive stim. Patient service specialist asked if pt thought the settings were changing on their own and they did not know. Patient noted that they had talked to the manufacturer about this before and that they kept getting sent to different people. Patient said they had gotten to the point where their doctor kind of 'ripped them' because they found out their feet were swelling so bad that they couldn't even put on shoes and the doctor asked if they were using therapy on a regular basis and patient said no, but the doctor said that their heart wasn't pumping enough blood and that was bad. Patient confirmed that they use therapy every day. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of national answering service (nas) number. Pt said they kept getting told to talk to a different person whenever they try to get assistance. Patient noted they had been tested and diagnosed with sleep apnea, which was why they originally got their ins.